Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that the pump continued to emit multiple call service alarms that would not clear after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event

Manufacturer narrative:
Follow-up #1: date of submission 01/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: there were multiple call service alarms observed in the black box history. The pump powered on and emitted a call service alarm that was unable to be cleared. The display, audio, and vibration features were clear and functional. The reference voltage reading was checked and found to be below specification. A circuit component on the printed circuit board had failed. The component was replaced and the voltage returned to normal. The pump was then able to power on and display the verify screen. The pump was primed and exhibited no further alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.